Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on leaflet 1, moderate calcification on leaflets 2 and 3, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Native subvalvular apparatus was observed on commissure 2 and near leaflet 1 on the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 3mm near commissure 2. Calcification and host tissue restricted leaflet mobility and led to stenosis. The sewing ring was cut around leaflets 1 and 2 and exposed the wireform at the inflow aspect. Customer report of calcification was confirmed through device evaluation. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, patient factors, may have contributed to this event but the cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 29mm mitral valve was explanted after an implant duration of approximately six years due to calcification. Mean gradient was reported to be 65. The explanted device was replaced with 31mm non-edwards valve. Patient was discharged on post operative day four. No additional information is available.